Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced hypoglycemia. It is unknown whether or not the patient was on insulin pump therapy at the time. The patient reportedly fell and broke vertebrae and was hospitalized. The pump was not available for troubleshooting by animas customer technical support at the time the event was reported to the manufacturer. Animas customer technical support made several attempts to contact the reporter for additional information; however, the reported did not respond to those attempts. If further information is obtained it will be evaluated and reported as appropriate. This complaint is being reported because a patient on animas insulin pump therapy experienced a serious injury with the possibility of being on insulin pump therapy at the time; however, this was not able to be confirmed.